Event description:
A resident spilled coffee in bed.coffee got on the controls on side rail.electric short circut occurred causing haed and foot of bed go up simultaneously.c.n.a. Attempted to press bottom on control to bring bed back down, and bed began to rise.resident was in bed when this occurred,she was transferred into another bed. This alleged incident was investigated by our bed product manager, the bed inspected had been recently serviced and some of the original components were not available for inspection. Upon this inspection the bed functioned for intended and was currently in service. The only unusual observation was that the bed foot panel itself did exhibit evidence of fluid in the cutout of the panel where the circut board was mounted.